Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer site to further investigate the reported event. Fse confirmed that system was functioning properly, and a user error in the setup of the system was determined. No part replacement or reconfiguration was confirmed.

Event description:
The customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that universal side manipulator (usm) arm 2 allegedly rotated in a weird way during a previous procedure. The customer had no further details but stated the procedure was completed. Onsite was not connected but the customer emailed the system logs and tse review confirmed no related errors observed. There was no report of patient harm due to this event.

Manufacturer narrative:
Correction: sec b (b3 and b4).

Event description:
Refer to h10/h11 for follow-up information.